Event description:
According to the report, the surgeon has been using bioglue surgical adhesive in transsphenoidal repairs and many of his patients have experienced delayed sinus infections. Typically, these infections have resolved with multiple rounds of antibiotics. He stated that the observance of this type of adverse event is not consistent with his historical experience of using the product in these procedures. He has estimated that 10 of his patients have been affected. Also, bioglue was used in conjunction with a collagen graft made by duragen.

Manufacturer narrative:
The manufacturer's investigation into the reported event is ongoing. Any additional information will be provided in the follow-up report.